Event description:
Broken needle in abdomen, needle injury. Case description: a pt experienced that a needle broke in their leg. On the morning of 1-june-2000 the needle broke in the pt's right leg after injection. An operation was performed, however the broken needle remained in the leg and another operation has been planned within a month. Concomitant medication: pentacard 40mg daily orally since march 1999. F/u info rec'd on 26th june 2000: the reporter is the pt's child (not a health care professional). An x-ray was performed which confirmed the broken needle in the pt's leg. The discharge date was 1-june 2000. The pt uses the needles only once and they are not used together with any other devices.